Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the flange of the bd posiflush¿ normal saline syringe was damaged before opening the plastic package. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Five photos were received. Four (4) of them show a syringe with the barrel flange damaged. One photo shows a closed shelf box with the label confirming the lot# 7208540. 32 samples were received. 27 of them are in the sealed packaging flow wrap, they all have tip cap, plunger rod-rubber stopper and saline solution, and the barrel labels confirm the lot # 7208540. The other five (5) samples have no packaging flow wrap, no saline solution and no tip cap. The plunger rod-rubber stopper are all the way down. The barrel labels confirm the lot# 7208540. All 32 samples have the barrel flange damaged. All our inspections performed while manufacturing this batch were accepted; no rejections were documented. There was no documentation of issues for the complaint of batch 7208540 during this production run. Root cause could not be determined. The plunger rod labeler equipment possibly experienced a variation; however, adjustments have been verified. CAPA not required for this event.